Manufacturer narrative:
Incoming inspection found stim 1 defective. The pcb has been replaced. The device has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was broken/non specific. No patient injury.

Manufacturer narrative:
Incoming inspection found stim 1 defective. The pcb has been replaced. The device has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was broken/non specific. No patient injury.